Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the charged coupled device glass, foggy inside the charged coupled device glass after high temperature and high pressure, the universal cord sheath is wrinkled, the universal cord is scratched, the rear end of light guide bundle is damaged, and there is serious rust at the connection between the insertion part and the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: this event is caused by a component failure of the universal cord (wrinkled and scratched). Regarding the events found by olympus, it is likely the following led to the malfunctions: -the rear end of light guide bundle is damaged: this event is caused by a component failure of the light guide bundle. -serious rust at the connection between the insertion part and the universal cord: this event is caused by a deterioration possibly due to insufficient washing. -foggy inside the charged coupled device glass after high temperature and high pressure: this event is caused by a component failure of the charged coupled device glass (scratches on the charged coupled device glass). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device becomes blurred and distorted during reprocessing. There were no reports of patient involvement.